Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: PMA / 510(k)#: k130470.

Event description:
It was reported that while using the bd instrument max clinical false positive results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. Assays used: unspecified. The following information was provided by the initial reporter: "end-user called for one run with all positive results, requesting assistance with the results."

Manufacturer narrative:
H6: investigation summary the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6)) had a "false positive" result. Customer reported receiving false positive results on all lanes for a single run. Field service was dispatched. Field service performed decontamination of the internal and external surface of the instrument. Field service cleaned the cartridge locator, reader tray, sample rack, and the work station. Field service performed cal-rack and fill check. Field service performed sample testing with 4 no samples and 4 known negative samples with passing results. Instrument was returned to the customer functional. Review of device history record for instrument serial number, (B)(6) is not required because this complaint is unconfirmed as an instrument issue and does not allude to any manufacturing error. Service history review was performed for the instrument (B)(6) and no additional work order was observed for the failure mode reported. No sample was returned for investigation, therefore returned sample analysis was not performed. Root cause cannot be determined with the information provided. Complaint is unconfirmed as the source of the contamination is not from the instrument. Review of risk management files confirms there are no new, modified, or additional risks associated with this failure mode. Bd quality will continue to monitor trends associated with this failure mode. H3 other text : see h10.

Event description:
It was reported that while using the bd instrument max clinical false positive results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. Assays used: unspecified. The following information was provided by the initial reporter: " end-user called for one run with all positive results, requesting assistance with the results."